Event description:
Pt had star total ankle replacement system revised to fusion.

Manufacturer narrative:
Additional revised component: star total ankle replacement tibial component, model #: 400-263, lot #: 10114/0707, device MFR date: 03/2010, exp: 03/01/2015. Star total ankle replacement sliding core, model #: 99-0028/13, lot #: 0907132, device MFR date: 10/2009, exp date: 10/01/2014. Star total ankle replacement system revised to fusion after 1.5 years of implantation. Visual eval confirmed components were intact. Device history record shows no anomalies.